Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the monitors would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancelation of a procedure. There is no report of injury or death associated with this event.